Manufacturer narrative:
Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 04.may.2016 expiry date: 01.apr.2026. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2017, as surgeon was using the cutting pliers to cut the variable angle (va) locking t plate, the plate broke in the middle. No delay or adverse consequence to the patient was reported. Concomitant device reported: plate cutter/in-line for 1.3mm locking va locking plate (03.130.270, lot number unknown, quantity 1); this report is for one (1) va locking t plate; this is report 1 of 1 for (B)(4).